Manufacturer narrative:
As reported, the phasix mesh implanted as an onlay, never incorporate. The information provided is limited, multiple attempts were made to obtain additional information however, there has been no response. Based on the information available, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 2023) is provided as an estimate based on an awareness date.

Event description:
As reported, the phasix mesh was implanted as an onlay approximately one year ago and the mesh never incorporated.